Event description:
The customer received a blood glucose reading of 215mg/dl from her contour next link and a reading of 115mg/dl from the hospital meter.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the customer was advised to return the test strips for evaluation.replacement test strips were sent to the customer.